Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat super ventricular tachycardia (svt) in the right atrium, the intellanav mifi oi catheter was selected for use. After insertion of the catheter, the luer lock port broke off of the irrigation port. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to device design. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that during an ablation procedure to treat super ventricular tachycardia (svt) in the right atrium, the intellanav mifi oi catheter was selected for use. After insertion of the catheter, the luer lock port broke off of the irrigation port. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The device was returned for analysis.